Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. The lesion being treated was in the mid left anterior descending (lad) artery. Two pt2 guide wires were placed, one in the lad and this one in the diagonal. A 2.5x20mm promus element stent was advanced over the guide wire in the lad and implanted in the mid lad with a "perfect" result. The implanted stent crossed over the diagonal bifurcation. Next, the physician wanted to place another stent proximal to the promus element. The complaint guide wire was jailed between the implanted stent and vessel wall, as planned. When an attempt was made to pull back the jailed guide wire, it was noticed that the wire had wrapped around itself, making a "tight loop". As the wire was pulled back through the implanted stent, a 2 to 5cm piece broke off just proximal to the "tight loop". At this time, they also lost access to the lad with the other guide wire. The broken wire piece caused a total occlusion within the lad/diagonal bifurcation. They were not able to gain access to the lad with another guide wire. The patient was administered medication, and the lad/diagonal bifurcation opened up and the patient remained stable. The procedure was ended at this point and the patient was sent to surgery. The surgery went "fine" and the patient is feeling "fine". It is unknown if the wire fragment was retrieved from the patient.